Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited high impedance. All other electrical measurements were in range. The lead was reprogrammed. The patient would continue to be monitored.